Manufacturer narrative:
The device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the sample was returned used. No kinks noted. No anomalies were noted to the handle or saline hub. The catheter had bunching 11.4cm from distal tip and stretching. Skiving on the outer catheter was noted 0.3cm from distal tip. The catheter was noted to be separated from the metal distal tip. Functional/performance evaluation: the patency of the guidewire lumen was tested by advancing an in-house guidewire. The guidewire was loaded through the rapid exchange junction and was not able to exit the distal tip due to the catheter bunching and material separation. No further testing is able to be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: one photo was provided and reviewed. The photo shows one crosser coiled. The tip is out of alignment with the catheter confirming for material separation. Medicon's visual inspection also noted a kink near the distal tip, this not able to be confirmed by the photo. Conclusion: the device was returned. The investigation is confirmed for guidewire incompatibility as the guidewire was not able to exit the distal tip. The investigation is also confirmed for material separation as the catheter is separated from the distal tip. Based on the photo review the tip is out of alignment with the catheter confirming for material separation. Medicon's visual inspection also noted a kink near the distal tip, this not able to be confirmed by the photo. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings and precautions: when using the crosser® catheter in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser® catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction. Do not exceed 5 minutes of activation time as crosser catheter malfunction may occur. If 5 minutes of activation time is achieved exchange for a second crosser catheter before resetting the crosser generator. Adverse events: as with most percutaneous interventions, potential adverse effects include: bleeding which may require transfusion or surgical intervention, hematoma, perforation, dissection, guidewire entrapment and/or fracture, hypertension/hypotension, infection or fever, allergic reaction, pseudoaneurysm or fistula aneurysm, acute reclosure, thrombosis, ischemic events, distal embolization, excessive contrast load resulting in renal insufficiency or failure, excessive exposure to radiation, stroke/cva, restenosis, repeat catheterization / angioplasty, peripheral artery bypass, amputation, death or other bleeding complications at access site. Set up: back the rigid portion of the catheter out of the end of the hoop, then carefully unsnap the catheter from the hoop with a gentle twisting motion. Set the irrigation system to 0.3ml/sec (18ml/min) and switch irrigation system "on". Allow irrigation to flow for approximately 10-15 seconds to purge all air from the crosser catheter irrigation lumen. Interventional use: advance the guidewire and crosser catheter 14p, 14s, or 18 to the lesion site. Withdraw the guidewire approximately 1cm within the catheter so that the tip of the crosser catheter is the leading edge. Slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser 14s catheter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during treatment for a calcified lesion in the superficial femoral artery, after approximately 90 seconds of activation, the recanalization catheter allegedly became stuck on the guidewire. The catheter and guidewire were removed as a single unit from the patient. Another catheter and guidewire were used to complete the procedure. There was no reported patient injury.